Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A call was received through technical services reporting lead switch to unipolar because of impedance decline in bipolar. Additionally, the patient reported feeling a pulsing feeling in his left armpit and discomfort on left side when sleeping. He also reported pain in his left foot and right hand. Two years later, it was reported the impedance is decreasing. It was reported the lead is being monitored due to low impedance, 290 ohms. It was also reported there is evidence of degradation of the outer insulation. The lead is still programmed to unipolar pacing mode; it is still in use and is being monitored. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the right ventricular (rv) lead was capped and replaced.